Event description:
It was reported that the compressor alarmed for low pressure. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
A correction of field # d1 brand name, # d4 version or model #, # d4 unique identifier (UDI) d1 - brand name - previous brand name: compressor mini, corrected brand name: compressor mini 115v 60hz d4 - version or model # - previous version or model #: compr mini 230v 50hz, corrected version or model #: 6481779 d4 - unique identifier (UDI)# - previous unique identifier (UDI)#: missing, corrected unique identifier (UDI)#: (B)(4). This event occurred on the indian market on a significantly similar device to ¿compressor mini 115v 60hz¿ which is sold in the us. For d4 unique identifier (UDI) #, primary di number has been used. On-site investigation was performed by our field service engineer. The claimed issue was reproduced during troubleshooting. According to received service report, leakage was found from patient nasal mask. Adjustment of positioning the nasal mask solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. Low pressure alarm is activated if measured pressures are outside alarm limits. The root cause of the issue has not been determined.

Event description:
Manufacturer's ref.#: (B)(4).